Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jan-04. It was reported that the patient had bad muscle spasms and was given oral baclofen. The alarm was due to an empty pump. The pump alarm had been resolved. The pump was filled and the dose was lowered to make it last longer. The dose was at 600 something and was increased to 850 mcg/day. The patient¿s dose had not been brought back up to where it was previously. The family member questioned if the pump was harmed by going empty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) through a pharmaceutical company. The patient¿s medical history included indications of spasticity, indications of muscle spasms, intractable spasticity, wheelchair use, muscle spasms, and quadriplegia. The hcp noted that the patient had refills in their office on (B)(6) 2016, the patient was seen in the office for adjustments of the pump dosage to slow the pump down, and they prescribed oral baclofen in case the pump ran out (dates of therapy, dose and frequency of use were not reported). As of (B)(6) 2017, the physician¿s office was no longer filling the patient's pump as he was "very hard to handle due to being a quadriplegic" (he was unable to assist and they had limited space to work in). Arrangements had been made for a home infusion company to take over the filling of his pump (dates were not reported).

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that the pump was alarming because it needed to be filled. The sound was consistent with the pump alarms. The patient missed the scheduled refill; they were transitioning to a new managing healthcare provider (hcp), but the old hcp did not forward the paperwork there. There were no symptoms reported. The dose and concentration were asked and it was stated ¿I think it is 42 cc¿. The caller was instructed to go to the ER to get the pump filled by the hcp. It was stated that this was a five hour drive and that was very hard on the patient. The last refill was (B)(6) 2016. The consumer reported that the patient was (B)(6). The patient was large and the previous hcp had difficulty filling him in the wheelchair, so that was why they were switching to home infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.